Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the type ib endoleak complaint is confirmed. This is consistent with the reported adverse event/incident. Severe tortuosity of the right iliac artery likely contributed to proximal recoil of the right limb, resulting in distal graft shortening. The distal stent margin was positioned within the aneurysm sac, leading to poor apposition and loss of distal seal. This likely contributed to the type ib endoleak. The complaint is likely anatomy related. No procedure related harms were identified. The final patient status is reported as being monitored. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents.

Event description:
The patient was implanted with the alto stent graft system to treat an abdominal aortic aneurysm (aaa) on (B)(6) 2021. On (B)(6) 2025 a type ib endoleak was identified due to the limb losing apposition to the vessel wall. An intervention is scheduled for (B)(6) 2026.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Available patient medical records and imaging studies have been received for evaluation by a clinical specialist. A follow-up report will be submitted upon completion of the clinical analyses.

Event description:
The patient was implanted with the alto stent graft system to treat an abdominal aortic aneurysm (aaa) on (B)(6)2021. On (B)(6)2025 a type ib endoleak was identified due to the limb losing apposition to the vessel wall. The patient is currently being monitored.

Event description:
The patient was implanted with the alto stent graft system to treat an abdominal aortic aneurysm (aaa) on (B)(6) 2021. On (B)(6) 2025 a type ib endoleak was identified due to the limb losing apposition to the vessel wall. On (B)(6) 2026 an intervention was completed. The physician re-wired the dislocated limb and implanted two ovation ix iliac limbs to re-extend the seal zone in the common iliac artery. There was no endoleak noted on final angiogram.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the type ib endoleak complaint is confirmed. The additional endovascular procedure complaint is unconfirmed. This is moderately consistent with the reported adverse event/incident. Severe tortuosity of the right iliac artery likely contributed to proximal recoil of the right limb, resulting in distal graft shortening. The distal stent margin was positioned within the aneurysm sac, leading to poor apposition and loss of distal seal. This likely contributed to the type ib endoleak. An intervention was reported to have occurred on 19 january 2026; however, procedural records and imaging were unavailable for review. The complaint is likely anatomy related. No procedure related harms were identified. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: b2: outcomes attributed to ae has been updated. B5: describe event or problem has been updated. G3: date received by manufacturer has been updated. H6: impact code: remove code 4614.